Event description:
Customer reported, to the field svc rep, that a user received a back strain from removing and lifting the analyzer's water tank. User did not receive any treatment as a result of the injury. User did not have any previous back problems and a work injury report was filed at the account. Customer was unable to provide user's current condition since user is currently on vacation. If additional info is received, appropriate notification will be provided.